Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This is report 14 of 14 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This is report 2 of 14 of the same reported condition from this facility.

Event description:
The customer reported to baxter (B)(4) of a reconstitution device that leaked fluid.this occurred several times. Handling of the device was checked at the customer facility and determined it was used correctly. There is no patient injury or medical intervention associated with this report. No additional information is available.